Event description:
In 2007, nellcor puritan bennett received a report from a biomed that a warmtouch 5200 patient warmer had a burning odor when powered up. There was no patient involved. The biomed had no other information to report.

Manufacturer narrative:
Nellcor puritan bennett has requested the warmtouch patient warmer be returned for failure investigation. If the warmtouch is returned, a supplemental report will be filed when investigation results are known.